Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a connection issue (loose pin) which resulted in high impedance on the pacing lead. The physician noted the issue was caused by a previous revision procedure. The connection issue was corrected and the lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert triggered on the right ventricular (rv) lead for high undefined pacing impedance, possibly due to fracture. The patient presented to the hospital for a device check. Normal impedance values were observed until pocket manipulation reproduced the high impedance. The pocket was reopened to check the connection between the cardiac resynchronization therapy pacemaker (crt-p) and rv lead to try and confirm a loose connector pin or lead fracture. The lead was easily removed from the crt-p without using a torque wrench. Stable impedance measurements were observed via testing with an analyzer and a loose connector pin was suspected. The physician believed the connection issue was a result of the patient¿s recent device replacement. The lead was re-connected and the crt-p and lead remain in use. No patient complications have been reported as a result of this event.